Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that frothy blood occurred after use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, "frothy blood in the tubes." 2 occurrences were reported, but the date/time and patient information were not given.